Event description:
Customer reported the vancomycin 1000 mg/250 ml bag was almost empty in 30 minutes as opposed to the expected 1 hour. The ¿intermittent dose then programmed for 100 ml/hr. For only about 4 min. (Down from 250 ml/hr.). Total run time about 47 min. Total volume given (per pump) 187.464 ml.¿ no patient harm reported.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of faster than expected flow rates could not be confirmed. Review of the pump module event log verified the customers reported run time of approximately 47 minutes and total volume infused of 187ml. This should have left approximately 63ml remaining in the 250ml bag and disposable set tubing. Testing and inspection of the returned pump module found no malfunctions and to be infusing within specification. The pcu and event tubing was not returned for investigation. The root cause of the customer¿s possible experience with the medication bag being nearly empty sooner than expected cannot be determined.